Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate of the customer reported, at 9:32 a.m., the customer obtained a blood glucose reading of 221 mg/dl on another manufacturer's meter. Upon retesting on a contour meter at 9:34 a.m., the reading was 73 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.